Event description:
The customer reported that they observed a false positive test interpretation while performing antibody screen testing on the ortho provue analyzer. The sample was repeated in manual gel method using the same lot of gel card. A negative reactivity was obtained. If this type of malfunction were to reoccur during blood typing, a patient could be transfused with the wrong blood type. There was no report of patient harm as a result of this event.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and reviewed the images of the results in question from the log files and confirmed the instrument interpreted the results correctly as positive. No definitive root cause was determined. However, the fe indicated that a clotted sample might have resulted in the false positive reactions observed on the analyzer. The clot may have dislodged during a final wash. The fe could not identify instrument malfunction. The customer performed qc and repeated all the samples without any issues.